Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #2134265-2008-00893. It was reported that following a coronary artery drug eluting stenting treatment procedure thrombosis and vessel spasm requiring surgery occurred. The target lesion was in the left anterior descending artery (lad). The target lesion was not predilated. The pt had a 2.75x32mm taxus express2 drug eluting stent (des) and a 3.0x12mm taxus express2 des implanted in the lad to treat the target lesion. The devices overlap and were considered to be well positioned and well apposed. The pt was given integrilin during the procedure. There were no pt complications and the pt was discharged the following day. Two days following discharge, the pt experienced chest pain for 1-2 hrs and returned to the facility where thrombosis was discovered inside the 2 previously implanted taxus express2 des. The pt had been taking plavix as prescribed. A 3.0x20mm non-bsc balloon catheter was used to restore blood flow in the lad. There were no add'l pt complications with the pt's condition reported as "good". The following morning, the pt's troponins were found to be "elevated" and the pt was re-cathed. It was discovered that the previously implanted taxus express2 des were open; however, vessel spasm had occurred in the distal lad. No attempts to treat the vessel spasm were performed as the physician felt that surgery was the best treatment choice for the pt. The pt had single graft coronary artery surgery to the lad the following day. The pt has reportedly had a "good outcome" following surgery.